Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the cause was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error 2098 alarm that occurred on the homechoice (hc) unit during set up. The technical service representative (tsr) assisted the hp to cycler power and to review the alarm log. The hp stated there were four (4) reload set 161 alarms. The tsr instructed the hp to rub across the grey membrane of the cassette to remove any possible foreign matter and to reload the cassette pushing in on all 4 corners. The tsr then instructed the hp to close the door. The tsr further advised the hp to open clamps to the bags and patient line. The hp then stated a leak was identified in the cassette lines. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event.